Event description:
MFR received a report from a dealer that as the chair allegedly continued to raise past stop, the consumer started to fall out off the chair and their family member "caught" pt befor they fell. As a result of the incident, the consumer's family member sustained a broken rib and inflamed cartilage.